Event description:
It was reported, the video system center experienced power failure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the reported issue was not duplicated. The evaluation found the video socket connecter had a defective locker preventing it from securing the scope video cable. The picture in picture connector was damaged due to excessive force on the connector and the time and date was off due to low battery. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.